Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." This report is number 2 of 2 mdrs filed for the same event* (reference 1825034-2016-02603 / 02604). Device requested, not yet received.

Event description:
During a left reverse shoulder procedure the locking screw head stripped and the screw was removed. There was a delay in the procedure of 45 minutes.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.